Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range pacing impedance measurements that were greater than 2500 ohms and loss of capture (loc). No additional adverse patient effects were reported.